Manufacturer narrative:
Concomitant medical products: w1tr03 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post replacement procedure, the patient experienced phrenic nerve and diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead was later repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.